Event description:
Surgeon reported having a tear in flap and procedure (excimer treatment) was not completed.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
UDI: (B)(4). The manufacturer record review for the patient interface-concomitant product was reviewed. No deviation or assignable cause was identified related to flap issues-torn flap when the production order was manufactured. All pertinent information available to abbott medical optics has been submitted.